Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.